Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported malfunction but the fse did confirm the failure appeared one time in the fault log. There was also another memory code present such as 7/1, 37/10, 45/1, 57/8 and 62/1. All test protocols were performed and all test were passing except drive manifold test (k6, k6a, k7, k8 leak test). The pressure reading was out of specification. The problem was either the k7 or k8 solenoid is somewhat leaking which can only be fixed by replacing the entire drive manifold. The alarm code showing supports this problem we encountered. Also, during the inspection, the blood detect glass tubing was showing a lot of discoloration from dried moisture. The fse cleaned and re-seated both datasettes, during testing, the problem did not occur again. The fse unable to explain why this code appeared ones, but both datasettes are physically and working fine. The fse replaced drive manifold (k7 gasket bad confirmed upon replacement) and blood detects glass tubing with a filter to address other functionality problem and code that was present. All transducers required calibration including offsets and this was successfully completed. The fse completed all test including functionality, performance, and safety which all passed. The iabp was released for medical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated "electrical test fails code #42" during their routine daily start up of the unit. There was no patient involvement and no adverse event was reported.